Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included cyst, vaginal itching, diarrhea, multi gravida (8) and multiparous (7). Concurrent conditions included overweight, anemia, vaginal discharge and cervicitis. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient was found to have neoplasm ("tumor/teratoma/cancer: tumor"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), hypoaesthesia ("numbness throughout the body"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), mood swings ("hormonal changes, mood swings"), migraine ("migraines/headaches"), nausea ("nausea"), back pain ("back pain"), pain in extremity ("leg pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems") and weight fluctuation ("weight gain/loss") and was found to have benign ovarian tumour ("growth on left side of ovary"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia, fatigue, hypoaesthesia, benign ovarian tumour, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dyspareunia, alopecia, mood swings, migraine, nausea, neoplasm, back pain, pain in extremity, gastrointestinal disorder, nervous system disorder and weight fluctuation outcome was unknown. The reporter considered alopecia, back pain, benign ovarian tumour, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, nervous system disorder, pain in extremity, perforation, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, migration and perforation. Discrepancy in insertion date: (B)(6) 2013, (B)(6) 2013. Discrepancy noted between insertion date and date live birth ((B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs and medical records received: reporter information and medial history was added. New events "abnormal bleeding (vaginal), apareunia, dental problems, dyspareunia, gastrointestinal or digestive system condition, hair loss, hormonal changes: mood swings, migraines/headaches, nausea, neurological conditions or problems, pain: back pain, leg pain tumor/teratoma/cancer: tumor, weight gain/loss" were added. Severity of event "dysmenorrhea" was updated as " severe" essure confirmation test was not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included cyst, vaginal itching, diarrhea, multi gravida (8) and multiparous (B)(6) 1997, (B)(6) 2000, (B)(6) 2001, (B)(6) 2002, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011. Concurrent conditions included overweight, anemia, vaginal discharge and cervicitis. On an unknown date, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced blood loss anaemia ("anemia") and was found to have neoplasm ("tumor/teratoma/cancer: tumor"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), premature labour ("premature"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea cramping"), dyspareunia ("dyspareunia/ dyspareunia painful sexual intercourse"), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia heavy menstrual bleeding"), metrorrhagia ("metorhagia bleeding b/w periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia/ apareunia inability to have sexual intercourse"), fatigue ("fatigue"), hypoaesthesia ("numbness throughout the body"), tooth disorder ("dental problems"), mood swings ("hormonal changes, mood swings"), migraine ("migraines/headaches"), nausea ("nausea"), pain in extremity ("leg pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems") and weight fluctuation ("weight gain/loss"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have benign ovarian tumour ("growth on left side of ovary"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, premature labour, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, blood loss anaemia, female sexual dysfunction, fatigue, hypoaesthesia, benign ovarian tumour, tooth disorder, alopecia, mood swings, migraine, nausea, neoplasm, pain in extremity, gastrointestinal disorder, nervous system disorder and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, back pain, benign ovarian tumour, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, nervous system disorder, pain in extremity, perforation, pregnancy with contraceptive device, premature labour, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, general abnormal bleeding, migration and perforation. Discrepancy in insertion date: (B)(6) 2013. Discrepancy noted between insertion date and date live birth (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2020: plaintiff fact sheet received : reporter added. Events added- pregnancy with contraceptive device, device ineffective, premature labour. Events of genital hemorrhage, blood loss anaemia and menorrhagia were downgraded to non-serious. Insertion date was deleted due to discrepancy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') and premature labour ('premature') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included cyst nos, vaginal itching, diarrhea, multi gravida (8) and multiparous (B)(6) 1997, (B)(6) 2000, (B)(6) 2001, (B)(6) 2002, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011. Concurrent conditions included overweight, anemia, vaginal discharge and cervicitis. On an unknown date, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced blood loss anaemia ("anemia") and was found to have neoplasm ("tumor"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding), metrorrhagia ("metorhagia (bleeding b/w periods), vaginal haemorrhage ("abnormal bleeding (vaginal), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse), fatigue ("fatigue"), hypoaesthesia ("numbness throughout the body"), tooth disorder ("dental problems"), mood swings ("hormonal changes, mood swings"), migraine ("migraines/headaches"), nausea ("nausea"), pain in extremity ("leg pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems") and weight fluctuation ("weight gain/loss"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have benign ovarian tumour ("growth on left side of ovary"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, premature labour, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, blood loss anaemia, female sexual dysfunction, fatigue, hypoaesthesia, benign ovarian tumour, tooth disorder, alopecia, mood swings, migraine, nausea, neoplasm, pain in extremity, gastrointestinal disorder, nervous system disorder and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, back pain, benign ovarian tumour, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, nervous system disorder, pain in extremity, perforation, pregnancy with contraceptive device, premature labour, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general abnormal bleeding, migration and perforation. Discrepancy in insertion date: (B)(6) 2013, (B)(6) 2013, (B)(6) 2013. Discrepancy noted between insertion date and date live birth (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram - on an unknown date: results not provided. Magnetic resonance imaging - on an unknown date: results not provided. Pathology test - on (B)(6) 2013: surgical pathology report. Clinical data: 33-year-old g8p7 at 34 weeks, pih [pregnancy-induced hypertension] on mag, iugr [intrauterine growth restriction], trisomy 16 mosaic, two vessel cord fetal vsd [ventricular sept defect] previous cesarean section x2. Preop diagnosis: delivered by cesarean section with bilateral tubal ligation, pih on mag. Postop diagnosis: status post cesarean section 34 week gestation, trisomy 16, rugr, pih, also bilateral tubal ligation. Placental, fetal membranes and umbilical cord: umbilical cord: two vessel cord with over coiling and a single false knot, but no evidence of vasculitis or funisitis. Fetal membranes: no pathologic abnormality. Placenta: maturing chorionic villi consistent with third trimester placenta, showing no diagnostic pathologic abnormality. Fallopian tube, right, tubal ligation: full cross sections identified. Fallopian tube, left, tubal ligation: full cross sections identified. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and hypoaesthesia ("numbness throughout the body") and was found to have benign ovarian tumour ("growth on left side of ovary"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia, fatigue, hypoaesthesia and benign ovarian tumour outcome was unknown. The reporter considered benign ovarian tumour, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, metrorrhagia and perforation to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, migration and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event "injury" was updated to "dysmenorrhea (cramping)", events- "migration/ perforation, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), anemia, metorhagia (bleeding b/w periods), fatigue, numbness throughout the body and growth on left side of ovary", reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.